Event description:
It was reported the pacemaker was detecting artifact from a deep brain stimulation device. It was noted that the pacemaker was implanted in the patient abdomen. The pacemaker remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.